Event description:
It was reported that a minicap was found to have inadequate iodine. This was noticed during use of the minicap. The patient replaced the minicap upon noticing this issue. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the minicap was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).